Event description:
Meter was prompting an apply sample message. The patient stated that after applying the blood or control solution, the meter was prompting the apply sample message. Patient visited physician and had blood sugar tested. No other treatment was reported. The patient stated that an adequate sample was applied to the test strip and that the correct technique was used. Based on the information provided, there is evidence of a meter malfunction, however, there is no indication that the meter contributed to a serious injury. A replacement meter and testing supplies have been sent to the patient.